Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-07 h6: investigation summary customer returned (2) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported no insulin flow. The returned pen needles were examined, and it was observed that 1 sample exhibited a bent non-patient end (npe) cannula. The other sample was tested for flow using a test pen injector and was able to expel properly. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think that the pen needle was clogged. Since both samples were returned after use, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent) the root cause for this issue is user related. The npe cannula was bent after the user handled the pen needle. H3 other text : see h10

Event description:
It was reported that the bd nano¿ 2nd gen pen needle had no insulin flow during use. The following information was provided by the initial reporter: "consumer reported no insulin flow. Consumer stated she uses levemir pen."

Event description:
It was reported that the bd nano¿ 2nd gen pen needle had no insulin flow during use. The following information was provided by the initial reporter: "consumer reported no insulin flow. Consumer stated she uses levemir pen."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.